Manufacturer narrative:
No further service on the ventilator was requested by the user facility for the generated technical error codes. The ventilator has reportedly been returned for clinical use. Recommended action according to the service manual is to replace the dc/dc & standard connector pc board and/or the gas module(s). Since no parts were replaced, the root cause of the generated technical error codes could not be established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
During review of an unrelated complaint, technical error codes were noted in the ventilator logs indicating a power error and an open safety valve. Patient involvement is unknown. Manufacturer's ref #: (B)(4).